Event description:
Related manufacturer reference number: 2938836-2019-03881, 2938836-2019-03882. It was reported that when the patient presented in clinic, erosion and infection were observed. The device was exposed. The physician stated that the source of infection was not obvious. The device system was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.